Manufacturer narrative:
It was reported that the middle connector of the manifold broke during a procedure causing the manifold to leak. The clinician had to switch manifolds during the case. No additional details are available related to the customer reported issue. The customer contact was unwilling to provide further incident details to the manufacturer. No sample was returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the middle connector of the manifold broke during a procedure causing the manifold to leak.